Event description:
Filter feet got stuck at the introducer/storage transition. The delivery system was removed & dr manually "pinched" the feet together, allowing them to pass through the introducer using a pusher wire. No pt injury or further complications reported.